Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient was not provided. Section d6b: date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.

Event description:
It was reported that patient was unable to obtain MRI mode. Patient sought and obtained full system explant to address the issue.